Event description:
It was reported to boston scientific corporation that a speedband superview super 7 ligator device was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, while banding hemorrhoids, after the physician successfully deployed two bands, the ligation device jammed. Reportedly, each band began to initially deploy, but then failed to separate from the tip of the ligator head. The procedure was successfully completed using another speedband superview super 7 ligator device. Prior to use, no damage was noted to the device or its packaging. Additionally, no issues were identified with the tripwire or handle. No damage noticed to the device or packaging. No patient complications resulted from this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.